Event description:
Customer reported the collimator closed down and would not respond. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and tightened the blades on the power plug and calibrated the generator. System operates as intended. (B)(4).